Event description:
It was reported that during a left total knee surgery the doctor alleges that upon receipt of the implant and then it out the box, he felt a foreign substance on the outside of the plastic. He disposed and gave to rep to retrieve a new one.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.